Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported device would not work was reproduced during evaluation when the device was unable to recognize an open door when using the slide clamp. The upper latch switch was determined to be a failed component. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump device would not work. There was no patient involvement. No additional information is available